Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip cover accessory slipped off and fell inside the patient. Although, the tip cover accessory was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the tip cover accessory to fall off.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory installed on a monopolar curved scissors (mcs), slipped off and fell in the pelvis of the patient. The tip cover accessory was retrieved and a new one was installed. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple attempts to obtain additional information; however, no additional information has been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip cover accessory for failure analysis. Failure analysis investigation could not confirm the reported issue. The tip cover accessory was returned with no cuts or holes. No physical damage was observed. The tip cover accessory was properly installed on another monopolar curved scissors (mcs) instrument without issue using an applicable tip cover tool. The tip cover accessory was not loose nor did it move while attached on the tube extension of the mcs. Instrument was driven and no interference or issues occurred. The tip cover accessory could not be removed easily by hand, as expected. Tip cover tool was used properly to remove the tip cover off the instrument.